Event description:
The pt experienced a loss of efficacy over the prior few months, an increase in low back pain. The pump battery was depleted. A catheter dye study with myelogram also demonstrated malposition/dislodgement of the catheter in the epidural space and catheter leakage resulting in extraspinal extravasation. The pump and catheter were replaced. The pump contained hydromorphone 20.0mg/ml delivered at 18.0mg per day. The pt recovered without sequelae.

Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.